Event description:
The programmer was returned as a result of being dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, the programmer was found to have evidence of liquid ingress and corrosion inside the case, on the link electronic module printed circuit board and in the radiotransceivor antenna connections, in addition to confirming the customer comment of broken case. The device was to be scrapped as unrepairable, and replaced. (B)(4).